Event description:
The article "nickel for your thoughts: survey of the congenital cardiovascular interventional study consortium for nickel allergy" reported the following adverse event(s): patients reported nickel allergy cases. Only six cases received thorough information - 3 were amplatzer septal occluders. Medical intervention (medications) were administered for symptoms.